Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the administration of epidural analgesia via patient-controlled epidural analgesia (pcea), which began at 13:43 at a rate of 6 ml/hr, the infusion pump triggered an alarm at 22:09 with the message: ¿reservoir volume zero, cassette empty.¿ however, the infusion bag still contained approximately 100 ml of solution, with an initial volume of 126 ml. It was observed that the infused volume displayed on the pump screen was inaccurate. Specifically, the pump indicated that the infusion had been completed, despite no visible change in the volume of drug remaining in the infusion bag throughout the process. The preliminary suspected root cause of the incident was due to the cassette not being attached properly latched as described in the operator's manual. There was no patient harm reported as a result of the event.

Manufacturer narrative:
E1: phone number provided as "(B)(6). H3: one device was received for evaluation in good condition. Visual inspection found no defects with the device. The event history was reviewed, and functional testing was performed, and the device tested normally at the time of evaluation. The customer reported issue was not confirmed. No problem was found with the pump. No action was taken.